Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm displayed for 'cassette not attached properly'. Functional tests included use testing. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode. To verify dso calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. The dso sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's dso sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error when a cassette was attached. It was noted that the same cassette worked as expected when used with a different pump. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.